Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to use the solution supply bag if any problems were found while preparing the solution bags. It says to discard the bag and get a fresh dialysis solution supply bag. Using wrong or damaged bags can result in inadequate therapy or contamination of the fluid lines. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a use error which resulted in peritonitis. The peritonitis was manifested by diarrhea, stomachache, fever and cloudy effluent. The use error was further described as ¿the patient used dianeal with water in pouch¿. It was reported no leak was found. The patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with intraperitoneal (ip) ceftazidime (250mg, four bags per day, for 14 days) and ip cefazolin (250mg, four bags per day for 14 days). Dianeal therapy was ongoing. The patient was discharged two days after hospital admission. The patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.